Event description:
The customer reported receiving no results on control runs and a clear fluid leak of approximately 2ml from near the blood sampling valve (bsv) on a coulter lh 750 hematology analyzer. The leak was contained within the instrument and no error messages or alarms were reported by the customer at the time of the event. The customer stopped using the instrument and did not run any patient samples. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/18/2015. The fse found the normally open pinch tubing through pinch valve vl9 had a hole in it due to wear. The fse replaced the tubing to resolve the leak. The fse documented the leak had been cleaned up when he arrived and that the leak consisted of diluent and cleaner and confirmed it was contained within the analyzer. (B)(4).